Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low vacuum" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported. The customer was unable to provide the exact date of the event. They reported that the event date was either (B)(6).

Manufacturer narrative:
The company representative observed that the pneumatic lines were full of moisture and the drive manifold was sticky. The company representative replaced the drive manifold assembly (part number: 0104-00-0018) and removed all condensation. The iabp was tested to factory specification. It functioned normally and was returned to the customer.